Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube and scratched reservoir window were noted during the visual inspection. All of the buttons functioned properly. The insulin pump was monitored and no unexpected change of bolus increment setting or unexpected alarms were noted.

Event description:
Customer reports of receiving an alarm on insulin pump and is not sure the reason for alarm. Customer states that when attempting to use easy bolus, the numbers on screen began to change when she pressed the up arrow. Customer's blood glucose was 205 mg/dl. During troubleshooting, customer uploaded to carelink and was advised that when the down arrow was pressed the scroll wrap feature changed the easy bolus setting from 0.1 to 1.7. Customer was educated on the scroll wrap feature recall. Customer requested to have insulin pump replaced with non-scroll wrap insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.